Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad engineer that the pt was found unresponsive at home by family members. Emergency services were called and pt was transported to the hospital where the pt was pronounced dead on arrival. The vad engineer was then trying to download info from the data log to aid in the pt death investigation, but was unsuccessful. The hospital has swapped system controllers a few days earlier as low voltage advisories were seen. The hospital has sent the system controller to the manufacturer for eval and possible download and interpretation of data log file(s). All other associated equipment will be returning for eval as well. The pump however, may not be returning.

Manufacturer narrative:
The manufacturer is attempting to acquire the device(s) for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.